Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
The customer reported a channel disconnect with a pca. Although the affected device was not sequestered, during a site visit it was noted that multiple devices had corroded or damaged iuis. There was no patient harm.